Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A track wise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: tech called in for help on 8100 unit serial # 14114142 has error code 2105020. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: error code on 8100 unit 210*5020 has to with the keypad processor, not reporting the software version data immediately after the system is turn on, the processor is missing, will need to replace the logic board on unit. Tech had already replaced logic board and still get same error will need to have unit at this point come in for services repair. (B)(4).